Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed which led to automatic mode switching episodes. The alleged cause of oversensing episodes was due to electromagnetic interference or myopotential oversensing. Reprogramming was recommended; however, no intervention was performed. The patient was stable.